Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). (B)(6). An evaluation is in process.

Manufacturer narrative:
Further investigation of the customer issue included a review of historical complaints (both trending and lots), accuracy testing and a review of labeling. Historical complaint reviews did not identify an adverse trend. Accuracy testing was completed using retained kits of architect ca19-9xr list 02k91-25 lot 18069m500. Acceptance criteria was met, which indicates acceptable product performance and a deficiency was not identified. This issue is limited to a single patient. Troubleshooting of the original sample was limited to retest, the retest generated lower results. Labeling was reviewed and found to be adequate.

Event description:
The customer observed a falsely elevated ca19-9xr result for one patient on the architect i2000sr analyzer. The following data was provided: sid: (B)(6) initial 57.04 u/ml (not reported out), retest < 2.00 u/ml and second retest: < 2.00 u/ml (the customer reported out the < 2.00 u/ml value). This patient's last test value was also < 2.00 u/ml (date unknown). The sample was collected in a blood collection tube with a coagulation promotion agent and centrifuged 3000 rpm for 5 minutes. There were no instrument errors observed, however, the customer mentioned cleaning the probe on the instrument after this result. There was no impact to patient management reported.